Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor settings on the customer's pump were incorrect. Customer's blood glucose level was between 238 and 245 mg/dl. Tandem technical support assisted customer in adjusting the settings and advised customer to consult with healthcare provider regarding future adjustments.